Event description:
It was reported that a home patient experienced a connection issue between the transfer set and the titanium adapter. This occurred during an unspecified step of automated peritoneal dialysis therapy. The patient reconnected the transfer set to the titanium adapter and continued peritoneal dialysis therapy. On an unreported date, the transfer set was changed. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).